Manufacturer narrative:
These events were reported out of a pool of 18 patients. 17 of these patients were implanted with tissue expanders and revision surgery occurred to exchange them with "permanent implants." One of these patients underwent direct-to-implant reconstruction following mastectomy, in which it is unknown whether any revision occurred. It is impossible to know if one of the patients affected by ¿skin ischemic changes¿ was the aforementioned direct-to-implant reconstruction. Article citation: ¿evaluating long-term outcomes following nipple-sparing mastectomy and reconstruction in the irradiated breast,¿ by scott l. Spear, m.d., john shuck, m.d., lindsay hannan, m.d., m.s.p.h., frank albino, m.d., and ketan m. Patel, m.d., published in plastic and reconstructive surgery, vol. 133, no.5., may 2014, pp. 605e-614e. The event of ischemia is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and/or patient details was requested. No further follow up is possible, as the reporting author is deceased. Device labeling: the stresses of the expanding device may induce pressure ischemia and necrosis, especially in tight or thin-skinned areas. Folds in a partially filled tissue expander may also result in thinning and erosion of adjacent tissue. Excessively rapid tissue expansion may compromise the vascularity of the overlying tissue. As expected following any invasive surgical procedure, pain of varying intensity and duration may occur following tissue expander placement. In addition, the expansion process may cause some discomfort, but should not cause excessive pain. Pain may indicate expansion beyond tissue tolerance, which could result in ischemia and necrosis. Pain may also accompany other adverse reactions. Unexplained pain must be promptly investigated. Further expansion should be discontinued until the pain is resolved. Active infection anywhere in the body may increase risk of periprosthetic infection. Do not expose the tissue expander or injection needles to contaminants, which increase the risk of infection. Patients who present wound dehiscence, tissue erosion, ischemia or necrosis run an increased risk of periprosthetic infection. Measures to protect such areas from infection should be taken.

Event description:
Reported event of "skin ischemic changes" regarding three patients in "evaluating long-term outcomes following nipple-sparing mastectomy and reconstruction in the irradiated breast," published in plastic and reconstructive surgery, vol. 133, no.5., may 2014, pp. 605e-614e. Device type, affected side and manufacturer of device unknown.